Event description:
It was reported that patient had left hip revision due to painful pseudo tumor. Sleeve was put on accolade stem. It was not removed.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a painful pseudotumour involving a v40 cocr lfit head was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had left hip revision due to painful pseudo tumor. Sleeve was put on accolade stem. It was not removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.